Event description:
It was reported that the implantable neurostimulator (ins) eroded through the skin of the wheelchair bound patient. When the patient was taken to the operating room for lead revision and replacement and repositioning of the ins to the abdomen, it was found that the site was infected and the entire device system was removed. It was planned that the patient would be re-implanted with a new device system after resolution of the infection. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been re-implanted and the manufacturer representative was working on p rogramming to help resolve her symptoms.

Event description:
Additional information received reported that the explant was 2011-(B)(6). The patient was doing fine with no issues after reimplant. The reimplant occurred 2011-(B)(6).